Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as sweating, problem with speech, was unable to provide self-treatment, and the customer's child called emergency services. Upon arrival of the ambulance, the adc device reading of 49 mg/dl was observed and a healthcare professional (hcp) provided glucose treatment. The adc device reading of 170 mg/dl was obtained after the treatment of glucose. There was no report of death or permanent impairment associated with this event.